Manufacturer narrative:
(B)(4). A visual inspection of the incident device revealed that the gray insulation has been scraped of the wire. The wire may have contacted a sharp edge of a trocar/cannula during insertion or removal of the device. The IFU for this device states: carefully insert and withdraw instruments from cannulas to avoid possible damage to devices and/or injury to the pt. This report was originally submitted under the reporting site registration number. A new MDR 3500a form has been submitted under the manufacturing site registration number. The new MDR number is 3006451981-2014-00217.

Event description:
The customer reported that 3 devices were being returned because their jaws appeared they were going to fall apart and were removed before any part of the device fell into the pt cavity. This was reported during a fundoplication procedure. There was no pt injury. A 4th device used in the procedure was reported on reference MFR report #1717344-2010-00926. Upon return and initial visual evaluation each device had insulation damage with bare wire showing but were intact with the insulation dangling. Reference MFR report # 1717344-2011-00067, 1717344-2011-00068 and 1717344-2011-00069.